Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. After resetting, the malfunction did not recur, and the customer was informed that they could continue using the pump and to contact support if the issue reappeared.